Event description:
A medtronic representative reported that a cervical screw was not placed correctly during a spine procedure. The cervical pedicle screws were inserted using the navigation system. At that point, the doctor did not notice that the screws were misplaced, but the post-operative CT images showed that the c3-6 right screws were shifted downward. After a while, the patient started experiencing symptoms such as not being able to bring up his right shoulder or stretch his right elbow. C5-6 exhibit the symptom of nerve compression. A revision surgery was scheduled for the next week. A navigation system was provided to the hospital and a surgery was performed to correct the screw positions. The screws were successfully placed in the target positions. The patient was reported to have symptoms of mild paralysis.

Manufacturer narrative:
The amount of inaccuracy was allegedly around 5mm.

Manufacturer narrative:
Patient age and weight were not available from the site. A medtronic representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. A medtronic representative discussed with the surgeon about the possible causes and the future preventive measures. A potential cause was that the reference frame was shifted during the surgery. Some preventive measures would be to verify accuracy frequently during surgery, or verify using images (such as c-arm images) after screw placement.